Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient has been indicated for knee revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implanted on an unknown date in 1997

Event description:
Patient underwent a knee revision approximately 19 years post implantation due to wear of the tibial bearing. The tibial bearing and locking bar were removed and replaced.